Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information h2 type of follow up: additional information h3: device evaluated by mfg - additional information e1 initial reporter first name: correction.

Manufacturer narrative:
(B)(4).

Event description:
The complaint states that "signal loss" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.